Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported ""I have symptoms. They bother me and I'm having problems, I have capsular contracture. The implant is hard, doesn't move, and is stuck way up there. Just got implants in december." To an unknown side. Healthcare provider reported bilateral capsular contracture baker grade unknown. Device has been explanted. This record is for the left side.